Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override. A technical support specialist (fse) dialed into a random station and saw critical override and patient/order delayed interface notices. Tss after checking the app server, all services were running normally. No scheduled maintenance was set, yet all devices showed in critical override on pes. The server downtime query ran successfully, messages from carefusion coordination engine (cce) were processing, and the interface connection and heartbeat were current. Tss confirmed device communication was normal, and the disconnected flag was 0. A query showed the devices had been marked disconnected by the system but later cleared. After rechecking, all notices on the station and pes were cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer experienced unexpected downtime affecting multiple facilities. All stations were placed on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.